Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 152 mg/dl. It was confirmed that the customer has lantus and humalog available as alternate insulin therapy.